Event description:
The customer reported the right monitor blanked out during a case. However, it did come back on after reboot. No pt injury was reported.

Manufacturer narrative:
A ge rep conducted an on site evaluation. The problem was verified and the monitor was replaced. System now operates as intended.